Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, an 840 ventilator went into inoperable condition. The ventilator was not in use on a patient at the time the malfunction occurred. The service engineer (se) verified the issue and replaced the breath delivery unit (bdu) printed circuit board (pcb) and installed the latest version of the operational software. The unit passed all testing and operated within the manufacturing specifications

Manufacturer narrative:
Unique identifier (UDI) number added. Device evaluation summary: the breath delivery (bd) xena ii printed circuit board (pcb) was returned for failure investigation. A visual inspection was carried out on the returned component, no anomalies were observed. The bd xena ii pcb was attached to the failure investigation test ventilator for analysis. The ventilator was powered up. The ventilator failed power on self test (post) generating a "vent inop"condition. The fault was isolated to the microprocessor, component reference designator u27 on the bd pcb. If information is provided in the future, a supplemental report will be issued.